Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy of 3mm+ superior. The first and second spins appeared to be inaccurate immediately after taking the images. The 2nd spin was reported to be slightly more accurate, but not accurate enough to proceed with, so they swapped out for another imaging system. Both spins were taken on the right imaging system trackers. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and looked into reported issues of inaccuracy and could not reproduce. Tested blue spine phantom and accuracy was perfect. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.